Event description:
It was reported by the rep that the (1) rpkit was used during an "rrp" procedure. It was reported that the et45b device misfired. The surgeon gathered the tissue in the anvil. When the firing handle was depressed he heard a "pop" and noted that the cutter did not operate properly. The sales rep then arrived at the or (after showing another product) and was told what happened by the surgeon. The instrument was cleaned in disinfectant and the circulator and sales rep tried to test fire the cutter on a sheet of simulated skin. The cutter closed but a "pop" was heard. The staples did not close down to the stated width. There was also difficulty operating the thumb release to open the anvil to inspect the instrument. The surgeon opened another cutter to complete the case. There was no consequence to the pt.